Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving an unknown drug (unknown dose and concentration) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the patient reported a spinal headache post catheter revision surgery. A blood patch was performed on (B)(6) 2021. Headache pain was reduced from 10/10 to 0/10. The outcome of the event resolved without sequelae on (B)(6) 2021.  The clinical diagnosis was spinal headache. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The event was related to surgery/anesthesia. The event date was (B)(6) 2021.